Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs- extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(4). Additional suspect medical device component involved in the event: product family: scs- ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4).

Event description:
It was reported that following a trial perm implant procedure the patient was having an infection. Symptom of open wound was noted. The infection was not device related but physician felt it may spread to device and the physician was unaware that the procedure contributed to infection. The patient was placed on antibiotics and underwent a revision procedure wherein the ipg was explanted and the tail of the leads were cut leaving the electrode portion in place to keep open for revision. The patient was sent to rehabilitation facility for recovery and was doing well postoperatively. The explanted products were sent to laboratory for culture.